Event description:
It was reported by svc report that the foot end brakes cannot be engaged and the head end of the stretcher can not be pumped up fully. No pt involvement or adverse consequences are reported.